Manufacturer narrative:
This report serves as summary reporting of twelve (12) death events. The notification of these events was provided during 2007, by the evt law firm as a result of claims. See scanned pages.

Event description:
"Describe event or problem"